Event description:
It was reported, the video system center had an image loss when they turned it up. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "power of the device does not turn on" occurred due to faulty power supply. Olympus will continue to monitor field performance for this device.